Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the priming process. The customer's blood glucose was 243 mg/dl. The customer did not observe any significant events leading up to the alarm. The customer was advised that, during the prime process, the plunger should be left on the bottom and be pushed up to ensure that insulin got pushed through the tubing. The customer was unable to rewind the insulin pump upon troubleshoot. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.